Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient experienced pocket pain at ipg site, physician performed a repositioning on (B)(6) 2023, no replacements or new devices used, the surgery was successful.